Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the staples did not come out from the stapler. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for visistat 35w 6/box lot# 73a2200359 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples did not come out from the stapler. There was no reported injury.